Event description:
Related manufacturer reference number: 1627487-2022-06231. It was reported the patient¿s systems were explanted due to infection. Infection has resolved. Date of explant is unknown.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. The infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.